Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber without duplicating the report. The pace/defib engine board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.